Event description:
It was reported via repair work order that there was reduced brake force due to bent brake tip. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.